Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia with a highest blood glucose of 302 mg/dl for approximately two hours while the pump displayed an occlusion alert and an insulin set expired notification; the user had a prior occlusion alert the day before and was still using the same infusion set, and subsequently changed supplies with assistance. Symptoms included elevated blood glucose without reported ketones or acute complications. Outcomes included correction with a manual injection of 5 units of insulin and return of glucose values to range after supply change, with no medical intervention or hospitalization. Investigation included customer service troubleshooting and user education regarding prompt supply replacement when occlusion alerts persist. Investigation of this case revealed that insulin delivery was impeded by an infusion set occlusion and an expired infusion set, which resolved after replacing the infusion set and related supplies. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with an infusion set occlusion contributing to hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.